Event description:
A pt was treated for scoliosis by implanting monarch pedicle screws from t8-l4 in 2004. Pt was admitted back to hospital in 2005 to remove distal 3 screws on left side (l2-l4) since they pulled out. In 2006,the pt was admitted for infected hardware. Upon x-ray, it was revealed that the l1 screw on the left side was broken. Pt was revised and all hardware was removed at that time. As surgical intervention occurred,an MDR is being filed to document this event.